Event description:
Describe event, problem, or product use error: vocal cord injection with juvederm. Inflammatory reaction requiring intubation, steroids, and hospitalization. No long-term sequela. Left vocal fold paralysis.